Event description:
It was reported to philips that the battery compartment was damaged. There was no patient involvement.

Manufacturer narrative:
It was reported that the battery compartment is damaged. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for bench repair. The customer refused service and decided to retire the defibrillator. The device remains at the customer site and no further evaluation is warranted at this time.